Event description:
It was reported that the unit was having software problems. It was further reported that the unit displayed an e-1 error code and was getting stuck in standby mode.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.